Manufacturer narrative:
(B)(4). Gøthesen ø., espehaug b., havelin l., petursson g., lygre s., ellison p., hallan g. And furnes o. (2013) ¿survival rates and causes of revision in cemented primary total knee replacement" . The bone joint journal 2013;95-b:636¿42, http://bjj.boneandjoint.org.UK/content/95-b/5/636. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information received upon review of journal article entitled " survival rates and causes of revision in cemented primary total knee replacement" by gothesen, o. Et al. (2013). This complaint reports 6 revisions due to dislocation - patella agc universal knee (p.640 table iii)